Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime and that she was hospitalized due to a high blood glucose event. The blood glucose reading was 500 mg/dl. The insulin was not reused, expired, denatured or mixed. The infusion sets were changed properly and no bending was noted in the tubing. The customer reported that she had tried all remedies for the no delivery alarms. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.